Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 115 mg/dl. Troubleshooting found the customer's drive support cap was flush. Customer stated they did not press on the cap while connected. Customer also stated they had dropped their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.